Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/20/2020. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). The following information was requested and no response has been received. To date the device has not been returned. If further details are received at a later date a supplemental medwatch will be sent. Was it difficult to break the ampoule (was extra force needed to break the ampoule)? Was the ampoule crushed repeatedly? Is the product involved in the event or a representative sample (product from the same lot number) available for evaluation? User facility mw#4100070000-2020-804.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date in (B)(6) 2020 and topical skin adhesive was used. During use, the doctor squeezed the vial and glass vial broke inside and some of the glass pierced through the plastic cover and pinched doctor through his gloves. There was no broken skin/bleeding from the dr. No reported patient consequences.